Event description:
The facility sent the device into baxter for service, where it underinfused during service testing. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.